Manufacturer narrative:
The safety disk was returned to the national repair center (nrc) from getinge's production department. Production verified the failure of the safety disk failing the membrane differential test. The safety disk failed testing and will be retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11 corrected fields: d4 (serial #).

Event description:
N/a.

Manufacturer narrative:
Testing of actual device: it is expected that the suspected faulty safety disk will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted when additional information is provided. The initial reporter is a getinge employee whose contact details differ from that of the event site. A contact at the event site was not provided.

Event description:
It was reported that during a replacement of an expired safety disk on the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the new installed safety disk failed membrane leak test in diagnostic. This is a failure upon installation. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty safety disk was returned to getinge's national repair center (nrc) for failure analysis. A getinge technical associate inspected the safety disk per cardioave service manual. The nrc installed the safety disk into the cardiosave test fixture and tested to factory specification per procedure and per the cardiosave service manual. The nrc was unable to verify the reported issue and noted that the safety disk passed testing. The safety disk will be sent to getinge's production department for further failure analysis per procedure. A supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: h3, h6 (component code).

Event description:
N/a.

Manufacturer narrative:
The getinge fse has confirmed that another safety disk was used to complete repairs successfully. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.